Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 due to severe urinary incontinence after a bladder perforation and urethral perforation from a prior sparc and cystoscopy procedure performed on (B)(6) 2004. It was reported that urethral reconstruction and removal of foreign body was performed on (B)(6) 2005. It was reported that on (B)(6) 2006 placement of suprapubic catheter and placement of mesh was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and sparc was implanted; and on (B)(6) 2005, mesh was implanted; and on (B)(6) 2006, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.